Manufacturer narrative:
The investigation is still on-going. A follow-up report will be submitted once the evaluation is complete.

Event description:
PICC broken where hub ends and catheter begins. Staff alerted by infusion pump alarm.

Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One catheter was returned for review. Breakage was visually confirmed inside the hub of the catheter. The area of breakage was examined and discoloration was noted at the tip which is indicative of a tensile force being applied to the catheter, which may have caused the breakage. The tensile force applied was most likely due to patient movement. Since this issue may be related to the user environment, no corrective action will be taken at this time. L-cath catheters are 100% inspected at various times during manufacturing. This includes visual inspection, leak, and flow tests. Control tensile tests are also conducted to ensure catheter integrity. The instructions for use also include ways users can mitigate the occurrence of breakage.